Event description:
Customer reportedly obtained results of 537 mg/dl, 347 mg/dl, and 247 mg/dl within 10 minutes on the advantage test system. Customer reportedly took 55-60 units of lantus, 1000mg metformin, and 5mg glipizide due to device results. No adverse event reported. No quality controls were used. No information to indicate where comparison performed. Requested return of suspect test system and replacement was sent.